Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead helix does not extend. Distal conductor distortion due to over rotation.

Event description:
It was reported that a lead was attempted but not used during implant. The physician noted that there was difficulty placing the lead due to helix extension and retraction problems. The lead was explanted and replaced. No patient complications have been reported as a result of this event.